Manufacturer narrative:
The implant was not returned to glidewell dental for evaluation. Corrected: b5: to reflect current information. B1: this event is both a serious injury and a device malfunction. "Adverse event" marked as it was omitted from intial reporting. B2: this event required medical intervention. "Required intervention" marked as it was omitted from initial reporting. H1: "serious injury" marked asit was omitted in the initial reporting. Updated: h6: removed code "2692" as the patient required intervention. Removed code "92" inactive code. Added 1924 for device failure and 2377 for bone loss. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: n/a as there was no returned part. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that the hahn tapered implant failed. The patient bone grade is noted as ii-iii. The patient presented on (B)(6) 2015 for implant placement on tooth# 6. The patient then returned on (B)(6) 2017 with the device explanted. The provider is unsure how this occurred. Upon exam, the provider also notes 50% bone loss and a failure to integrate.

Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate after two months of placement. However, the patient is reported to be doing fine with no reported adverse events. There was some general bone loss observed with the implant, but no abnormalities were reported with the implant itself. Also, the patient was stated to not have any preexisting conditions that could have contributed to the failure. The actual complaint device is to be returned for investigation, but the DHR was reviewed based on the provided lot number. No discrepancies were noted in any of the processes involved in the manufacturing of the implant itself. A follow up report will be submitted after completion of the evaluation and investigation of the product.

Event description:
It was reported by the dentist that the implant failed to osseointegrate. The implant was placed on (B)(6) 2015 and came out while eating. The implant was brought to the office on (B)(6) 2017. However, no adverse events were reported with the patient. There was some general bone loss reported with this event, but the patient is stated to be doing "fine". Also, no abnormalities were observed with the implant itself and the patient is stated to have no preexisting conditions that could have contributed to the failure.